Event description:
No pump was returned to fresenius kabi for evaluation. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: the following has been reported: biomed reported: sent to depot received at depot and pulled logs deep clean deep clean pins and mechanism confirmed pump problem pneumatical needs new pneumatics replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing a" final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @16:00 and (B)(6) 2025 passed heratherm pulled at 04:00 (B)(6) 2025 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service work order type corrective maintenance order description continuous epinephrine infusion running problem cause pump alarmed "pump problem" and stopped infusion. Epinephrine infusion switched to new pump. Resolution code equipment failure resolution detail replaced part picked up pump question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?:n question 2 did the issue stop an active infusion (yes, no, unknown)?:n" a preliminary review of the logs identified the following issue: undefined pneumatic system component failure unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. A preliminary review of the logs identified the following issue: random touches registered an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.